Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump didn't alarm no delivery when he had issues with two infusion sets. The first infusion set he had high blood glucose and the cannula was bent. The second one the infusion set was looped together as if it was kinked or melted. Customer's blood glucose was 364 mg/dl. Customer was advised to call when issues occurred to properly troubleshoot the device. Customer is not returning the device for analysis.